Manufacturer narrative:
The reported event of low lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted with traces of blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited low impedance measurement. The rv lead was removed and replaced. The patient was in a stable condition.